Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During intravenous puncture of a closed cannula, the end of the cannula was cracked where it was attached to the prn cap and blood was leaking out, so it was replaced and re-punctured.